Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection cs100 intra aortic balloon pump (iabp) had automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Updated fields-b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) observed that the safety disk was not installed properly. After re-installation, the machine was used normally. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.